Manufacturer narrative:
Grease was applied in an area where grease is not allowed. This is the root cause for the event. Documentation regarding preventive maintenance clearly states that this is not allowed.